Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of a e315 scope error was not confirmed. The following additional findings were also noted: assorted chips, damage, and deformation of components, loss of water tightness, connecting tube coating peeled, bending section cover adhesive cracked, distal end section gets warm due to damage on the circuit board unit in the endoscope connector, insulation resistance value does not meet the standard value, and the bending angle in the up direction exceeds the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that, during preparation for use of their evis exera iii colonovideoscope in a diagnostic colonoscopy, they encountered scope error e315. The issue did not cause any delay, and the scope was swapped out to continue. The device had been inspected prior to use in accordance with the instructions for use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the device leaked, and water invaded while the user was handling the device. Due to the invasion, abnormality of electronic parts occurred which led to occurrence of the suggested event. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor the field performance of this device.